Event description:
After three hours and 45 minutes on ECMO support, the hcp noted blood leaking from the oxygenator vent port. A blood gas reading was taken, which indicated the oxygenator was functioning normally for gas trasnfer. The unit was changed out during the case with no patient complication reported. No other event information was provided.